Manufacturer narrative:
Additional info for sculptra (lot # and exp date - not provided) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Handling error by customer. Conclusion: no faults detectable.

Event description:
(B)(4). Initial info received from a physician via a company sales rep on (B)(6) 2008: the physician reported concerning two pts of unspecified age and gender who received poly-l-lactic acid (treatment date or dates unspecified). Physician reported that he had a change in staff and they had mixed poly-l-lactic acid (sculptra) with "bicarb", nos, instead of sterile water for 2 pts. This report involves pt 1 of 2. The physician saw the pt for a follow-up visit on an unspecified date, 2 months' later, and the pt had developed subcutaneous bumps on face. The physician feels that the bicarb was the cause of the event. Concomitant medication and medical history not provided. Lot number and exp date not provided. No further medical info was reported. Addendum for internal review of 19 (B)(6) 2008: on internal review, the "bicarb" is being made a co-suspect medication instead of a concomitant medication, as the reporting physician reported it as suspect for the event.